Event description:
It was reported that an asymptomatic patient received inappropriate atp due to lead problem. Noise was reproduced with isometric testing. The lead is scheduled for replacement.

Manufacturer narrative:
(B)(4).